Event description:
The lay user / patient contacted lifescan (lfs) in 2006 aleging that her one touch ultra meter powers off during use. A medical affairs specialist (mas) spoke to the patient 2 days later and obtained / verified the following information: two days prior to contacting lfs, the patient's meter powered off during use. She still took her set amount of glucophage (1000 mg) and lantus at night; however, did not take her humalog since it is based on a sliding scale. The patient does not recall what her readings were prior to the meter powering off during use. In 2006 around 3:00 pm, the patient felt tired and anxious. She attempted to test on the meter; however, meter powered off during use. She did not treat hereself and decided to go to the ER, since she has not been able to test her blood glucose for three days. At 3:40 pm, she was tested on the hospital's device and received a 310 mg/dl and was treated with 8 units of humalog. She was released 1/2 an hour later and felt better when she arrived home. Her blood glucose was not tested prior to being released from ER. The patient has not replaced the battery and has had the meter for over 2 years. She tests her blood glucose at least three times a day. While speaking to the customer care advocate (cca) meter displayed the battery symbol. Cca sent the patient a replacement meter. The complaint is being reported because the patient experienced symptoms and was unable to test on her ultra meter. She sought medical attention when she had developed symptoms and was treated for hyperglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.